Event description:
Blood would not process. Blood flow failure. Reinstalled set, cleaned lens and could manually turn. Change disposable and was then able to process blood.====================== manufacturer response for cell saver, cell saver======================rep was contacted by or materials coordinator.